Event description:
It was reported that a temperature alarm occurred multiple times in early (B)(6) 2025. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Customer continued using their current pump with a backup method ready in case of an emergency.